Event description:
As documented in pi (B)(4), the national death index (ndi) was queried for deaths occurring through (B)(6) 2012 for all us patients with epilepsy to identify vital status and cause of death information. Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2001 and the patient¿s cause of death was ¿sequelae of viral encephalitis, sequelae of viral encephalitis, asphyxia, other and unspecified convulsions. A sudep (sudden unexpected death in epilepsy) evaluation performed by external experts was performed which determined that the death met criteria for classification of probable sudep.

Event description:
As documented in pi (B)(4), the national death index (ndi) was queried for deaths occurring through (B)(6) 2012 for all us patients with epilepsy to identify vital status and cause of death information. Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2001 and the patient¿s cause of death was ¿sequelae of viral encephalitis, sequelae of viral encephalitis, asphyxia, other and unspecified convulsions. A sudep (sudden unexpected death in epilepsy) evaluation performed by external experts was performed which determined that the death met criteria for classification of probable sudep.